Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers a request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: increased failure rate of quattro passive fixation ICD leads implanted with subpectoral submuscular technique heart rhythm 2009; 6(5 suppl. 1):s32(conference abstract). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding defibrillator leads. The authors compared the survival rate of two lead models implanted subcutaneously and subpectoral with regard to fracture, abnormal rise in impedance, and inappropriate shocks. The status/disposition of the leads is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.